Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level went over 900 mg/dl. Customer experienced battery out limit alarm, no delivery alarm and hospitalization. Troubleshooting for battery out limit alarm was performed. Customer advised the device alarmed after the battery was replaced. Customer was advised that the alarm occurred as a result of the battery being out of the device for more than 10 minutes and that was normal device behavior. Troubleshooting for no delivery alarm was performed. Customer's mother did not want to further troubleshoot and demanded that the insulin pump be replaced. Customer's kidneys failed, they went unconscious and were hospitalized as a result of high blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.